Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e102 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. However, a corrective and preventive action has already been initiated to investigate drive tube leak/break. This assessment is based on information available at the time of the investigation. The kit has yet to be returned to the manufacturer. A supplemental report will be filed when kit has been received and the analysis of the kit is complete. (B)(4).

Event description:
The customer reported a drive tube leak/break during the ramp up phase. The customer stated that no alarm was posted. The treatment was aborted with no blood/product returned to the patient. The customer reported that the patient was in stable condition. The customer agreed to return the kit for investigation.

Manufacturer narrative:
The kit and smart card were returned for analysis. A review of the smartcard data indicated that prime was completed successfully and blood collection had started. The purging air phase was completed after 216ml of whole blood processed (wbp). Multiple alarm #17: return pressure alarms occurred due to the return pressure being above the upper programmed limit. The pressure limit was adjusted and after 311ml of wbp additional alarm #17: return pressure alarms occurred due to the return pressure again being above the upper programmed limit. The customer switched the treatment to single needle mode and multiple alarm #16: collect pressure alarms occurred. Buffy coat collection began after 1460 ml of wbp. An alarm #7: blood leak (centrifuge chamber) alarm and an alarm #18: system pressure alarm occurred after 1476ml of wbp. An examination of the kit found that there was dried blood on the drive tube and that there was a significant amount of twist along the length of the drive tube. The reason for this twisting was that the upper bearing stop had delaminated from the drive tube, based on the fact that the upper bearing stop could now be moved axially along the length of the drive tube. Thus the drive tube leak was confirmed. The root cause of the leak is, most likely, that the upper bearing stop delaminated from the drive tube, which allowed the upper drive tube to twist and break. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. Trends were reviewed for complaint categories, alarm #17: return pressure, alarm #16: collect pressure, alarm #7: blood leak (centrifuge chamber), and alarm #18: system pressure. No trends were detected for these complaint categories. (B)(4).